Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that she fell on her side where the ins is. Patient said at first she didn't think she did anything because she was wearing a coat and fell on carpet. Patient said a couple weeks after the fall she started having problems with her right hip. Patient said her ins is on her right side. Patient said her right hip and knee were x-rayed and they are fine. Patient said she is getting burning and shocking pains in her right groin hip and thigh. Patient said even if her little dog touches the ins site with her toe her whole right leg starts burning and is getting worse and worse. Patient said she is thinking about having the device taken out. During the call patient wanted to turn stim off. Patient synced with ins and stim was off. No further patient complications are anticipated or expected as a result of this event.